Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the pa was advancing the wire into the patient when he noticed a kink in the wire that was still in the tubing. It was at the very end of the wire so he kept advancing the wire inside the patient. When he went to place the dilator over the kinked part of the wire it would not advance over causing the dilator to become bent.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The pa was advancing the wire into the patient when he noticed a kink in the wire that was still in the tubing. It was at the very end of the wire so he kept advancing the wire inside the patient. When he went to place the dilator over the kinked part of the wire it would not advance over causing the dilator to become bent.